Event description:
It was initially reported the patient was having difficulties recharging. Coupling and communication issues were reported. Troubleshooting was being considered. Additional information received from the patient indicated "the problem with my system was not the system, it was with me." The patient had surgery in 2008 to replace the system. The reason for replacement of the system is unknown. Additional information has been requested, but was not available on the date of this report.